Event description:
It was reported the patient underwent a surgery for an issue related to the scs system. Since the surgery, the patient has been unable to receive adequate coverage. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.